Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that excess lens material stuck on surface of intraocular lens (iol) was removed using forceps during cataract surgery. There are two medical device reports associated with this report. This is 2 of 2.